Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During evaluation, the device had a keypad issue. The arrow keys (navigation buttons) and 4, 5, 6, 7 buttons were double striking, and the arrow keys would only go in the down direction even when the up arrow key was pressed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the reported condition was identified to be the defective keypad which required replacement to address this issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq large volume pump, it was observed that the device had a defective keypad. The arrow keys (navigation buttons) and 4, 5, 6, 7 buttons were double striking. There was no patient involvement. No additional information is available.